Event description:
Distributor reported that an abutment broke at the weld. No pt info was provided.

Manufacturer narrative:
Co found the 0425 abutment to actually be a 0615 abutment. No observable defects could be foun with the component itself. Measurements taken met design requirements. A review of the lot history of the subject product could no be completed because the lot number was unavailable from the dr's office.